Event description:
Reportedly, a remote alert, associated to an atp delivered on (B)(6)2019 , was transmitted on(B)(6)2019 . Thus, a follow-up was performed on(B)(6)2019 . Moreover, another remote alert, associated to a high ventricular lead impedance, was transmitted on(B)(6)2019 . Therefore, another follow-up was performed on (B)(6)2019 . During this follow-up, it was observed that the device was reinitialized on (B)(6)2019 . Additionally, the ventricular impedance was measured during this follow-up and no anomaly was observed, while the atrial lead impedance was found to be saturated at 3000 ohms. It was observed that the patient was in atrial fibrillation. Preliminary analysis revealed non-physiological signals in the atrial channel, leading to atrial noise oversensing, in all the recorded episodes since (at least) (B)(6)2019 . An atrial lead issue cannot be excluded. The associated ICD was replaced by a crt-d device on (B)(6)2019 . The subject atrial lead was not explanted, since normal lead impedance measurements were observed during the intervention.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a remote alert, associated to an atp delivered on (B)(6) 2019, was transmitted on (B)(6) 2019. Thus, a follow-up was performed on (B)(6) 2019. Moreover, another remote alert, associated to a high ventricular lead impedance, was transmitted on (B)(6) 2019. Therefore, another follow-up was performed on (B)(6) 2019. During this follow-up, it was observed that the device was reinitialized on (B)(6) 2019. Additionally, the ventricular impedance was measured during this follow-up and no anomaly was observed, while the atrial lead impedance was found to be saturated at 3000 ohms. It was observed that the patient was in atrial fibrillation. Preliminary analysis revealed non-physiological signals in the atrial channel, leading to atrial noise oversensing, in all the recorded episodes since (at least) (B)(6) 2019. An atrial lead issue cannot be excluded. The associated ICD was replaced by a crt-d device on (B)(6) 2019. The subject atrial lead was not explanted, since normal lead impedance measurements were observed during the intervention.